Event description:
System was put into standby and wheeled over to ER for a scan, the system was plugged in and would not boot up.

Manufacturer narrative:
Issue -system does not start from standby mode. It was found that the system has a limitation that it is not possible to start the power until approximately 5 seconds after standby led lights (until the internal circuits become stable) after the ac plug is inserted. If the power switch is pressed within this time (5 seconds),the atx unit judges that the power supply does not start up and is abnormal, and then may forcibly stop the power unit. This does not occur when the power switch is pressed 15 seconds after standby led lights per the operation manual. We are in the process of determining a course of action to take to fix these issues.

Manufacturer narrative:
Customers have been notified that the system does not start up from the battery powered standby mode and that it will be disabled temporarily by a field modification instruction. A design change is currently being conducted to correct this problem. When it is completed all units will be retrofitted with the change.